Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative regarding a (B)(6), male patient who was receiving morphine 12mg/ml at 2.8 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. In (B)(6) 2015, the patient started experiencing withdrawal symptoms. When the pump was being replaced due to end of life (eol), they found a kink near the sutureless connector (sc); 1.5cm of the catheter was removed. Diagnostics included aspirating the catheter. The event resolved as of (B)(6) 2015. The patient's status was reported as "alive - no injury." If additional information becomes available, a follow-up report will be submitted.